Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization at a carotid artery the micrusphere coil (csp10080030/c32661) didn't detach after several trials, and after changing the connecting cable and the detachment control box three times. Also, they used other coils (details unknown) with the same cables and boxes and there was no issue detaching other coils. Finally, the coil detached at the carotid artery. The reported detachment control box let numbers are f75996, 006758 and c20650. Only one connecting cable lot was provided: c30553. These devices were used for other coils that detached without any problems. At the time of initial contact the device was available for return.

Manufacturer narrative:
Additional information not included in the initial report: six other coils were detached with the same detachment control boxes and cables. Each cable and box effectively detached at least one coil. The user moved and twisted the coil in order to help detach the coil. There were no damages noted to the device prior to use or after removal. A predeployment electrical check was performed. No low battery or fault light was seen during the case. All lights illuminated upon pressing the power button. The green system ready light illuminated and the audible signal beeped during detachment. All connections appeared to fit properly without application of excessive force. Conclusions remain the same.

Manufacturer narrative:
The separated coil was not returned. The enpower detachment control box (dcb) and the control cable used in the procedure were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Note: it was not reported if a pre-deployment electrical check was performed prior to use. As viewed into the returned packaging it was found the unreported condition of the coil not being returned. Note the kink adjacent to the distal tip of the device positioning unit as this is further evidence of a mechanical detachment. The coil was mechanically detached as no signs of heat and melting were found. The dpu passed electrical testing with resistance at 53.1 ohms (range 48.5/56.0) and the enpower system¿s ready green light illuminated (IFU). No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil¿s non-detachment inside the target site is not confirmed. The dpu passed all electrical testing. The coil was separated from the dpu and not returned. The circumstances of how and when this unreported unintentional mechanical detachment occurred cannot be determined. In addition, without the return of the coil and the complete detachment systems used in the procedure, it cannot be determined if these components contributed to the complaint event. In addition, review of the manufacturing documentation revealed no issues that could be related to the reported complaint. Therefore no additional actions will be taken at this time.